Event description:
It was reported that the color shifted from green to red.

Event description:
It was reported that the color shifted from green to red.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was physically returned for investigation but was repaired before being fully evaluated by a complaint technician. Based on the repair diagnostic codes, the unit had a deformed rear enclosure and damaged threads on the front enclosure. The unit was repaired by replacing the dome switch as well as the front and rear enclosures. After the camera head was repaired, the unit was working according to device specifications. Based on previous investigations, the most probable root cause may be a bad (intermittent) cable or the transition board located on the camera control unit. In sum, the product was returned for investigation and based on the repair diagnostic codes, the failure mode can be considered confirmed. The failure mode will be monitored for future reoccurrence.